Event description:
It was reported that the patient's device was showing high impedance during a follow-up visit with the physician. It was noted that the patient device has never been enabled since being implanted and the patient is seizure free at this time. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery. The explant facility is known not to return any explants. No additional relevant information has been received to date.